Manufacturer narrative:
Our testing showed that the unit is functioning as designed. Product instruction booklet states: "blood pressure measurement can be affected by the position of the user, his or her physiologic condition and other factors. For greatest accuracy, wait 1 hour after exercising, bathing, eating, drinking beverages with alcohol or caffeine, or smoking to measure blood pressure. Before measurement, it is suggested that you sit quietly for 15 minutes, as measurements taken during a relaxed state will have greater accuracy... The positioning of the arm cuff is important in order to get a correct reading." (See add'l scanned pages).

Event description:
Customer was taking medicine that warns it can raise bp, used homedics bp unit bpa-250wgn in 2007. He called the paramedics because he thought he was having a heart attack. Paramedics arrived and customer was okay, only scared.